Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced elevated blood glucose for several hours while using the ilet and was advised to replace the cartridge and infusion set, after which insulin delivery resumed and glucose began to decline. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution with troubleshooting and education. Investigation included case review and guided troubleshooting by support. Investigation of this case revealed no confirmed device malfunction and no observed issue with the infusion set at the time of the call, with cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.